Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded a sample has been received, however it has not been decontaminated. There has been no initial visual inspection of the valve. The coc has was reviewed and there were no issues noted. Additionally the edhr was reviewed and no issues were noted. The sample will be forwarded to our supplier for further evaluation. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up. The case level (B)(4). The product identifiers (B)(4).

Event description:
The customer reported that the vent relief valve, a one way valve, leaked blood during cardiopulmonary bypass surgery, resulting in approximately 100cc blood loss. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular systems in the initial report submitted march 9, 2018. Upon further investigation of this reported event, the following information is new and/or changed: date received by manufacturer. Indication that this is a follow-up report. Follow-up due to additional information and device evaluation. (B)(4). Additional information was provided by the customer, the line was being used as an lv vent. It happened during the case shortly after it was placed. There was some blood loss on the floor. After noticing the clinician clamped it and replaced the line with another sucker. A sample was received and sample photographs were evaluated for prior to decontamination. Visual inspection did not show any abnormalities. There were no observed cracks, chips, or deformation noted on the red valve cap. The cap appeared to be assembled correctly on the valve. Additionally, the exterior body of the valve displayed no signs of damage. The duckbill was noted as being present within the valve and facing the proper flow direction as indicated on the valve. The sample was sent back to the supplier for further evaluation. The manufacturer was able to confirm that the valve had undergone 100% inspection for leaks at the time it was manufactured and passed. The returned valve was functionally tested and based on test results, the valve functioned as intended. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.